Event description:
The patient's legal guardian (lg) reported that the personal diabetes manager (pdm) gave 2 uncommanded boluses whilst the patient was sleeping. The patient's blood glucose (bg) levels decreased to less than 3 mmol/l (54 mg/dl). The lg treated the low bg levels by giving the patient glucose gel.

Manufacturer narrative:
The case reports the device delivering 2 insulin boluses while the patient was sleeping. The patient's blood glucose level decreased to 3 mmol/l (54mg/dl). The patient did not require medical intervention and was treated at home with glucose gel. The physical device was not returned for analysis however the caregiver provided the device log history to be downloaded for investigation. Review of the log history confirmed delivery of the 2 bolus doses in the middle of the night while the child was asleep. Additionally, the device log history provided evidence of user interaction to enter bolus parameters, confirm the bolus dose, and initiate the delivery. Based upon review of the available information, a device malfunction did not occur, and no uncommanded boluses were seen in the device history. If additional information becomes available this case will be reassessed. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.